Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer stated that he was trying to fill the tubing and when he started the bottom half of the insulin pump came out. Customer's blood glucose was 239 mg/dl. Troubleshooting was done. Customer stated that the drive support cap was protruded. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a detached end cap. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.